Event description:
It was reported to st. Jude medical that during a lead revision, the ICD could not be interrogated. As a result, the device wa replaced with no problems.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical , inc., crmd